Manufacturer narrative:
H.6. Investigation: DHR was performed and no qn's or maintenance records that were related to the defect were observed. The returned samples and photos confirmed the complaint. The damaged package occurred due to operational failure during the paper change set up at the packing machine. If the new paper is assembled a little bit misaligned the next step of the knife cutting the blister will be misaligned as well. H3 other text : see h.10.

Event description:
It was reported that 10 needle precisionglide 18x1-1/2in experienced no label/missing label information noted prior to use. The following information was provided by the initial reporter: bar code is cut off when the needle is separated from the others.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 needle precisionglide 18x1-1/2in experienced no label/missing label information noted prior to use. The following information was provided by the initial reporter: bar code is cut off when the needle is separated from the others.